Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient reported to be unable to tolerate the fitting maps created on (B)(6) 2015, as the sound appeared to be muffled and there was a little tongue stimulation and slight buzzing. Additionally, the patient reported pain at the internal magnet site when the coil is attached. A CT scan was conducted but the results were not yet made available. Revision surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: based on received information and measurements performed during device investigation, the explantation was most likely due to device unrelated medical reasons. The device investigation showed a functional electronic and the damages found on the electrodes are most likely related to the explantation surgery. The patient's perception was unsatisfactory, however no technical problem which is expected to have been present whilst implanted could be detected. This is a final report.

Event description:
At the beginning of (B)(6) 2015 the patient started reporting muffled sound, little tongue stimulation and slight buzzing. She was unable to tolerate the fitting maps created on (B)(6) 2015. Additionally, the patient reported pain at the internal magnet site when the coil is attached. The patient was re-implanted on (B)(6) 2015.